Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had never had therapeutic effect. The pt "came out of surgery with a hole in her spine". It was noted that the pt had 3 revision surgeries. The pt was having the stim explanted and was going to try a pump trial. The pt was at home at the time of the report. Additional information was requested.